Manufacturer narrative:
The event date was approximated to (B)(6) 2019, the date the complaint was first reported to bsc, as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a protegen sling was implanted during a clinical trial for pubovaginal sling procedure performed some years ago. According to the complainant, the patient was diagnosed with osteoarthritis in her hip and it has been pulling on the sling. She is on maximum pain killers but the pain killers do not resolve the issue. Reportedly, the patient believes that the sling is cutting into her urethra. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.